Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, unsuccessful threshold were observed on right atrial (ra) channel of the device. Reprogramming was performed to resolve the event. The patient was stable.